Event description:
Information was received from a patient representative regarding an implanted infusion pump. It was reported that the patient was going to the pain management doctor who put the pump in, but "they had a hardware issue and had to remove it". The patient was referred to a different doctor. They turned the pump "completely off", but on 2025-12-01, they noticed the pump beeping. The patient went to surgery to remove the "bad hardware". The reporter confirmed that the hardware was not related to the pump. The reporter asked what they needed to do to turn off the pump, as the patient was not taking oral pain medication. The reporter mentioned that the patient was in post-op and need to rest and needed to stop the beeping sound. Patient services reviewed device function and redirected the patient to the healthcare provider (hcp) for further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.